Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the spiroflex thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Inspection of the device revealed numerous kinks throughout the shaft. Functional testing was performed by placing the device in the angiojet ultra console. Testing consisted of running the complaint device through the full priming cycle and 120 seconds in thrombectomy. The device ran within normal range without any leaks from the device or boot/pump assembly and there were no console errors/alarms. Product analysis did not confirm the reported event, as the device ran with no errors or issues during functional testing.

Event description:
It was reported that an error message was displayed. An angiojet spiroflex catheter was selected for use. The system showed an error message indicating to replace the catheter. No patient complications reported.

Event description:
It was reported that an error message was displayed. An angiojet spiroflex catheter was selected for use. The system showed an error message indicating to replace the catheter. No patient complications reported.